Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc but was returned to the service department of olympus australia & new zealand (oaz) for evaluation. The evaluation of the device by oaz confirmed the following; -the reported phenomenon was reproduced. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the following; -the electrical contacts failure due to excessive stress on the video plug by customer's handling. -the camera cable failure due to excessive stress by customer's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
While the customer was reprocessing the device, the cable of the device was broken. The customer plugged in the device and saw no endoscopic image displayed on the screen. There was no report of patient injury associated with this event.